Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was impending erosion noted at the cardiac resynchronization therapy defibrillator (crt-d) site. The pocket was revised and an antibacterial absorbable envelope was implanted. The device is still in use. No further patient complications have been reported as a result of this event.